Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025 the user reported multiple leaking cartridges during filling when attaching the connector before cartridge insertion. The user confirmed no further issues when following proper use. Blood glucose was unaffected and no medical intervention was required.